Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow up the device was found to be eroded and the pocket was also noted to be infected. The device was explanted. The patient condition was stable.